Event description:
Beds have a built in scale so the patient can be weighed in the bed. The scale display flashes back and forth between kilograms and pounds and this increases the risk of making an error. Medications are dispensed based on kilograms, so there is no reason for a weight in pounds to be displayed at all.